Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-03219.

Event description:
It was reported that the customer had high blood glucose levels of over 495 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 115 mg/dl when the actual blood glucose level was 495 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. The customer stated that he had noticed bent cannulas on the previous sensor. Advised that a replacement sensor would be sent. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to monitor his blood glucose levels. No additional information was provided.